Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
During an operation to extend the original construct, it was noticed that a xia titanium 4.5 rod on the right side was broken, as well two xia titanium 4.5 polyaxial cross connectors at the t11-l1 and t3/4 levels. This report represents the rod.

Event description:
During an operation to extend the original construct, it was noticed that a xia titanium 4.5 rod on the right side was broken, as well two xia titanium 4.5 polyaxial cross connectors at the t11-l1 and t3/4 levels. This report represents the rod.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the xia 4.5 IFU: the surgeon must discuss all physical and psychological limitations inherent to the use of these devices with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion should be directed to the issues of premature weight bearing, activity levels, and the necessity for periodic medical follow-up. The surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. The most likely root cause is excessive post op activity by the patient applying inordinate stress upon the implants, causing them to fracture.